Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Ref. Related mfgr report # 2015691-2019-01341 and 2015691-2015-02525.

Manufacturer narrative:
Date of event is unknown.  Noted device approval date. The model and lot number of the edwards expandable introducer sheath set used is unknown. The essheath was not returned to edwards for evaluation.  Information regarding the disposition of the device was not provided.  According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Most patients undergoing the tavr procedure are elderly with multiple co-morbidities. Incidence of vascular complications ranges from 2% to 26% with transfemoral access and is related to vessel size, tortuosity and degree of occlusive disease in the access artery. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the dissection is unknown, but may be due to patient factors ( mld 5.0) and/or procedural factors (device maniplulation).  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Bibliography: allen k, chhatriwalla a, cohen d, saxon j, hawa z, kennedy k, aggarwal s, davis r, pak a, borkon am, transcarotid versus transapical and transaortic access for transcatheter aortic valve replacement, the annals of thoracic surgery (2019), doi: https://doi.org/10.1016/ j.athoracsur.2019.02.007.

Event description:
As reported through a journal article titled, "transcarotid versus transapical and transaortic access for transcatheter aortic valve replacement" during a transcarotid, tavr procedure, following successful deployment of a 26mm sapien 3 valve, the patient sustained a carotid artery dissection. The patient's carotid was non-calcified but small (5.0mm). It was successfully treated with a carotid stent at the conclusion of the case. The patient recovered uneventfully without sequala.